Manufacturer narrative:
(B)(4). Additional devices included in this report: tgt3710/8325117. The review of the manufacturing paperwork verified that the lot(s) met all pre-release specifications. The cause of the aneurysm growth is unknown. The gore® tag® thoracic endoprosthesis instructions for use state that potential device or procedure related adverse events include aneurysm enlargement.

Event description:
On (B)(6) 2010, the patient underwent a procedure using gore tag thoracic endoprosthesis to treat a thoracic aneurysm. It was reported on discharge date of (B)(6) 2010, the aneurysm measured 58.5 mm. Follow up dates and aneurysm measurement: (B)(6) 2011: 53.3 mm. (B)(6) 2011: 52.5 mm. (B)(6) 2012: 64.2 mm. (B)(6) 2013: 65 mm. It is unknown why the aneurysm sac has enlarged and there has been no reported reintervention.